Manufacturer narrative:
It was reported that the patient went into a complete heart block post navitor implant valvuloplasty that was performed due to perivalvular leak found on post implant echo. Information from field indicated that prior to the procedure, the patient had a bifascicular heart block which could have been exacerbated by the procedure leading to the complications being reported. Also indicated that the valve was implanted at the optimal final implant depth of 3 mm. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported perivalvular leak could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The reported surgical intervention was a result of case-specific circumstances as a permanent pacemaker was implanted due to heart block. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was chosen for implant for a transcatheter aortic valve implantation. Prior to the procedure, the patient had a bifascicular heart block. During the procedure, it was noted that there was no calcification extending beneath the aortic annular plane in the interventricular septum. While in the cusp overlap view (cov), the inflow edge of the constrained valve within the capsule was positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp (ncc). The valve was implanted. The final implant depth of the valve was 3mm. After the valve was implanted, a perivalvar leak was noted and a post-implant valvuloplasty was performed with a 22mm non-abbott balloon. After the valvuloplasty, the patient went into a complete heart block. On (B)(6) 2024, the patient had a permanent pacemaker implanted. The patient was discharged home.

Event description:
It was reported that on 24 september 2024, a 25mm navitor valve was chosen for implant for a transcatheter aortic valve implantation. Prior to the procedure, the patient had a bifascicular heart block. During the procedure, it was noted that there was no calcification extending beneath the aortic annular plane in the interventricular septum. While in the cusp overlap view (cov), the inflow edge of the constrained valve within the capsule was positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp (ncc). The valve was implanted. The final implant depth of the valve was 3mm. After the valve was implanted, a 22mm non-abbott balloon was used for a post-implant valvuloplasty. After the valvuloplasty, the patient went into a complete heart block. On (B)(6) 2024, the patient had a permanent pacemaker implanted. The patient was discharged home.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.